Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated in the emergency room for a non-device related issue. A consult transmission was performed and there was rate response trend oversensing seen on the right atrial (ra) channel. The right atrial (ra) lead is a non-boston scientific product. There was atrial inhibition of pacing however, the patient had an underlying rhythm. The field representative was on the way to program off rate response trend. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated in the emergency room for a non-device related issue. A consult transmission was performed and there was rate response trend oversensing seen on the right atrial (ra) channel. The right atrial (ra) lead is a non-boston scientific product. There was atrial inhibition of pacing; however, the patient had an underlying rhythm. The field representative was on the way to program off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service. It was reported that atrial pacing impedance measurements were variable and have exceeded 2000 ohms. Prior to rrt being programmed off, inappropriate atrial tachycardia response were produced due to noise. High threshold measurements were observed when pacing impedance measurements increased. The varying impedance measurements could be reproduced, but no noise was noted. It was noted that a left ventricular lead was going to be implanted in the future and the physician would address the atrial channel observations. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. The mv sensor is automatically disabled for tachycardia devices within a few seconds of detecting mv sensor oversensing. Therefore, oversensing of the mv sensor signal in icds and crt-ds will not result in inappropriate tachycardia therapy, injury, or life-threatening harm. Intermittent pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated in the emergency room for a non-device related issue. A consult transmission was performed and there was rate response trend oversensing seen on the right atrial (ra) channel. The right atrial (ra) lead is a non-boston scientific product. There was atrial inhibition of pacing; however, the patient had an underlying rhythm. The field representative was on the way to program off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service. It was reported that atrial pacing impedance measurements were variable and have exceeded 2000 ohms. Prior to rrt being programmed off, inappropriate atrial tachycardia response were produced due to noise. High threshold measurements were observed when pacing impedance measurements increased. The varying impedance measurements could be reproduced, but no noise was noted. It was noted that a left ventricular lead was going to be implanted in the future and the physician would address the atrial channel observations. No adverse patient effects were reported.